Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found severed at the tip of the formed needle. It cannot be determined when or how this damage occurred. The bottom housing vent was found punctured. The bottom housing window was found damaged, although it cannot be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 260 mg/dl. The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a new pod was applied.